Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site for the event which occurred on (B)(6) 2014 (medwatch report #1061932-2014-00646). The fse evaluated the instrument and discovered that the backwash was occasionally not occurring. The fse cleaned the blood sampling valve (bsv) and tightened the center pad shaft lever. The fse also cleaned the blood detector and shear valve as auxiliary service. The fse verified movement of the bsv, ran 50 samples, and observed no further issues. The customer reported of a similar event on (B)(6) 2014 and the fse was dispatched to the customer's site. The fse replaced the probe wipe assembly which contains the bsv shaft. The fse then verified the repair as per established procedures and reported that the instrument is working as per specifications. In conclusion, failure mode of the event is attributed to the bsv shaft which was causing the bsv to malfunction. All medwatch reports associated with this event: 1061932-2014-00646, 1061932-2014-00651.

Event description:
The customer reported that the coulter® lh 780 hematology analyzer generated 'aspiration-c' and 'aspiration-b' error messages on two separate days. 'Aspiration-c' error message indicates there was a carryover and is generated when the optical difference between the two detectors is greater than a specified limit indicating the presence of blood. 'Aspiration-b' on the other hand indicates the presence of bubbles. This report references the event which occurred on (B)(6) 2014; please refer to medwatch #1061932-2014-00646 for the report of the event which occurred on (B)(6) 2014. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.